Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026, and suture was used. The patient had a compound injury with a five to six centimeter tear on the eyelid. The ophthalmologist went to the intensive care unit to suture the tear on the eyelid for the patient. The first suture was used for suturing, and two stitches were sutured. The suture and needle broke, and the second suture was opened for use. The second suture and needle were disconnected, so the third suture was replaced for suturing. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2026 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device 103ujg / vcp493h batch number, and non-conformances no related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. Did the needle fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. ¿ what is current condition of the patient? Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.